Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing continuous low flow alarms. Low flow software was installed on the patient's controller. A computed tomography (CT) scan was concerning for outflow graft kink or obstruction. The patient was medically managed and clinically stable. The patient was to be taken to the operating room (or) on (B)(6) 2022 for exploration and correction. The outflow graft was stented and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account which could have contributed to the reported low flow alarms, however, the extent of the obstruction could not be determined by the pictures alone. Additionally, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted 5 computed tomography (CT) scans for evaluation. Evaluation of each photo showed the narrowing of the outflow graft lumen underneath the outflow graft bend relief. This is evidenced by the outflow graft appearing darker in one area. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. Evaluation of the submitted log files confirmed persistent low flow alarms due to the flow dropping below the low flow threshold of 2.0 lpm. Other than these alarms, no other atypical events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. The hm3 lvas IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.